Manufacturer narrative:
D4: UDI - product is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the female elbow connector in place, being connected to the counter partner luer port. The adaptor connected to the female elbow connector had traces having been pinched with forceps. An attempt was made to remove the female elbow connector from the joint. It was removed from the luer male port with no difficulty. Visual inspection of the female elbow connector confirmed it did not have any anomalies, excluding the trace of having been pinched with forceps on the adaptor. Visual inspection of the luer male port to which the female elbow connector had been jointed confirmed no anomalies. The taper of the female elbow connector and that of the luer male port on the reservoir were checked respectively with the luer taper gauge and verified to meet manufacturing specification. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The actual sample was confirmed to be normal product. An exact cause for the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a bad connection during the use of the oxygenator device. Follow up communication with the user facility reported the following information: during the set-up of the actual sample, the customer tried to remove the elbow-female connector on the purge line manually in the usual manner; it was noted the connection to the port was too tight to be removed; the customer used forceps to remove but was unsuccessful; the customer decided to use the actual sample for the extracorporeal circulation; after the case, the customer was able to remove the connector with force; and the patient was not harmed.